Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 cartridges were difficult to ¿get on to the pump¿ when loading. Customer was able to load a cartridge onto the pump and insulin delivery was resumed. Blood glucose was 231 mg/dl.